Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak between the connection of the set tube and the drip chamber. Additionally, the tube and the drip chamber was detached and it was observed that the tube was well adhered to the chamber. However, it was identified that the part of the chamber that makes the connection between it and the tube was defective. The reported condition was verified. The cause of the condition is manufacturing process related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This occurred on an unspecified date in 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration sets was leaking from the ¿breather¿ (air vent). This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.